Event description:
It was reported on (B)(6) 2006, the patient underwent a redo l4-5 laminectomy, excision of herniated disc, left-sided complete facetotomy, resection of the left l4 pars, complete l4-5 discectomy, placement of pedicle screw instrumentation at l4 and l5 bilaterally, placement of transforaminal interbody fusion at l4-5, intertransverse process arthrodesis from l4-5 using rhbmp-2/acs and locally obtained autograft and hydroxyapatite crystals. Pt returned to ER after recovering from the initial pain with recurrent disc herniation. MRI showed large recurrent disc herniation at l4-5. ¿given the fact that he was a smoker, we felt that if we were to do a redo operation and perform a fusion on him, we felt that using bmp would be useful in this situation to increase the chance of arthrodesis¿. Per surgery note, facet joint on right hand side was packed with bmp; intertransverse region was packed with bmp, autograft and hydroxyapatite crystals. On 7/20/06 the patient was febrile with chills and blood cultures grew strep and pseudomonas. Swelling at the op site. Infection disease team consulted. MRI of the spine revealed some inflammatory change in the disc space at l4-l5 with enhancement which could represent infection. Two week course of cipro and vanc and close follow up of surgical site prescribed. On 7/28/06 records indicated a l4-l5 fluid collection. On 7/28/2006 patient was discharged. On 8/29/06 the patient presented for 6 weeks follow up visit complaining of excruciating back pain (went to ER a few weeks prior to this visit). MRI completed during ER visit-suspicious for small fluid collection (decreased in size compared to prior). Radicular pain gone. Continues on ultram for pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.